Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient broke her arm and had a plate implanted on an unknown date. The plate broke and was removed. Patient had another plate implanted, and reportedly the second plate had an identification stamp on it, according to the hospital, which the first plate did not have. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient provided the following information: patient was preparing for hip surgery when she broke her forearm on an unknown date. Surgeon suggested surgery for the forearm fracture first and then hip surgery. Patient underwent surgery for forearm fracture in (B)(6) 2011 and was implanted with an unknown synthes plate (quantity of 1) and unknown synthes screws (quantity unknown). During a follow up visit, approximately one week from date of surgery, x-rays showed a broken plate. Patient underwent revision surgery in (B)(6) 2012. All hardware was explanted and patient was revised to another plate and screw construct (not synthes). The explanted hardware is not available for return. Patient attempted to obtain part numbers and additional implant information from the hospital. Patient was unable to obtain any further information regarding the implants from the hospital. Patient developed an infection and experienced bone loss in her arm. The bone began to deteriorate and the healing process was prolonged. The non-synthes plate and non-synthes screws were removed and patient was revised to an external fixator (not synthes). After patient was revised to an external fixator, it was noted that the infection had not resolved. Patient went to a specialist and received IV antibiotics. The antibiotics treated the infection and the forearm fracture eventually healed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.